Event description:
During the follow-up performed on (B)(6) 2016, noise on the atrial channel was reportedly observed when running an egm, but not during sensitivity test. Atrial lead impedance was reportedly saturated at 3000 ohm since (B)(6) 2015. Pacing and sensing were reprogrammed in unipolar. Moreover, aida diagnosis was reportedly incomplete. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue is suspected at atrial level.

Event description:
During the follow-up performed on (B)(6) 2016, noise on the atrial channel was reportedly observed when running an egm, but not during sensitivity test. Atrial lead impedance was reportedly saturated at 3000 ohm since (B)(6) 2015. Pacing and sensing were reprogrammed in unipolar. Moreover, aida diagnosis was reportedly incomplete. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue is suspected at atrial level.